Manufacturer narrative:
This report is being supplemented to provide results of microbial testing. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated that an all channel and distal end samples were collected on august 23, 2023. The all channel sample tested positive for champignons filamentous with 4 colony forming units (cfu). The distal end tested negative for microbial growth. The scope was reprocessed and then sampled again on september 7, 2023. The distal end and operating, aspiration, air/water, and auxiliary channels were sampled. The distal end, operator channel and air/water channel tested negative for microbial growth. The aspiration channel sample tested positive for champignons filamentous with 5 cfus. The auxiliary channel sample tested positive for micrococcacaea with 3 cfus. After a second sampling including complete cds treatment in between, the device was still contaminated. After a visual check, scratches in the operator channel, the k-mount, cylinders and connector plug were found. After repair, the scope would be sent for additional sampling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that reprocessing was inadequate due to physical damage to the device. The event can be detected/prevented by following the reprocessing method as described as follows in the operation manual: chapter 6 compatible reprocessing methods and chemical agents; chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection and the customer did not have any concerns about the reprocessing process. The scope passed a leak test. A gettinge automatic endoscope reprocessor (aer) was used with gettinge poka yoke detergent and disinfectant. All channels were connected with tubes when setting up the aer, the concentration and expiration date of the disinfectant was controlled, the water quality of the rinse water was controlled and the water filter was replaced according to the instruction for use (IFU). The scope was dried using compressed filtered air and the aer. The scope was stored in a drying cabinet. This event is under investigation. A supplemental report will be submitted upon receiving additional information.